Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet pump was dropped, resulting in a broken or cracked screen and unreliability of insulin delivery and meal announcements; a replacement device was arranged, the patient was advised to use backup therapy, and instructions were provided to shut down the device and to return it with a provided shipping label after syncing data to the mobile app. Symptoms included no reported alarms and no reported adverse clinical effects such as hypoglycemia or hyperglycemia. Outcomes included continued diabetes management using cgm with the dexcom app or receiver and no hospitalization. Investigation included complaint intake, user education, and logistical replacement with return for evaluation. Investigation of this case revealed physical damage to the pump¿s display consistent with impact, aligning with a device component failure of the screen following accidental drop. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to manufacturing or design.